Event description:
During the hipec the heat exchanger disposable set began to leak shortly after the second dose of mitomycin-c was administered. Upon quickly noticing the leak, the hipec was paused and the disposable set that was leaking was exchanged with a new one. It appeared to be leaking from a connection that comes premade / glued from the manufacturer- the red piece of tubing that is connected to the top of the round metal heat exchanger itself.